Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) after approximately 2.5 years. A boston scientific technical services (ts) consultant performed a longevity calculation, which estimated that the device should have lasted 3.19 years. The device was explanted, and a new ICD was implanted without complication. No adverse patient effects were reported.